Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device. Bonnevialle, et al.,2012. "Aseptic glenoid loosening or failure in total shoulder arthroplasty: revision with glenoid reimplantation",j shoulder elbow surgery, 22:745-751. Not returned to manufacturer.

Event description:
One revision performed for glenoid component loosening. Conversion to rsa.